Event description:
It was reported that the patient presented for a left ventricular (lv) lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the lead, there was a small cardiac perforation. The physician stopped the procedure, explanted and abandoned the lead the patient was in stable condition.